Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown 141216 - biomet ilok pri tib tray ¿ 364920, 141316 - biomet finned pri stem - 320740, 11-150830 - bmet arcom ap pat ¿ 978630, ep-189122 - e1 vngd as tib brg - 310680. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01751, 0001825034 - 2019 - 01752.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient began experiencing pain, swelling, and skin issues around the implant site due to a possible metal allergy.